Manufacturer narrative:
The hillrom technician found the pivot bolt on the sling bar had separated. This malfunction was part of hillrom¿s mod1238 (z-1916-2016). Hillrom has made multiple attempts to contact this customer in order to replace the slingbar as directed in the mod. Three attempts were sent via mail and the fourth attempt was done via telephone. Hillrom's periodic inspection form for the overhead lifts (3en191001-2), section 9, states the following should be inspected at least annually: universal slingbar check that the unit rotates freely on its bearings. Make sure the sling bar doesn¿t rotate unevenly, wobble or the spinning stops due to high friction. Make sure that both latches are mounted and fall back against the body of the sling bar. Check that the sling bar is correctly fastened. Make sure there are no deformities in the attachment points. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lift. The hillrom technician and account executive have provided the customer with options based on the mod1238. The account has taken the lift out of service and is obtaining price quotes to replace the lift. Based on this information, no further action is required.

Event description:
The customer alleged the lift broke during use and a patient fell. No injury was alleged at the initial complaint intake. Hillrom contacted the account three times to obtain more information regarding the fall with no response or further information. The lift was located at the account . This report was filed in our complaint handling system as complaint (B)(4).